Event description:
Reporter alleged when plugging meter into the wall, the cord was frayed and burned her finger about 1/2 inch circle and a fluttering in her heart. It was reported customer went to the doctor where her heart was found to be ok however was given antibiotics for the burn on her finger. A request was made for the return of the suspect device and replacement product was sent.